Manufacturer narrative:
Information contained in this record was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified red particles material was found on the gel and one extended opening. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified an opening striated. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii/IV and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported that while ¿performing breast capsulotomy surgery¿ to address right side capsular contracture ¿bakers iii/IV,¿ it was noticed that right implant was ruptured. The device has been explanted.